Manufacturer narrative:
The device was not returned to olympus for evaluation. According to the original equipment manufacture¿s device record this product has been obsolete since 2013. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event and was informed that the distal end of the sheath was retrieved with a grasper. The surgeon was performing coagulation at the cervical os when the breakage occurred. There was no bleeding reported. The intended procedure was completed with the same device. There was no resistance felt and no force applied prior to the breakage. The exact cause of the reported event cannot be determined.

Event description:
Olympus received a medwatch report that states during a uterine rotablation procedure, the trocar sheath broke off and fell into the patient¿s uterus. The medwatch reports that the surgeon was able to retrieve the device fragment intact and the equipment was then removed from service. The user facility selected the adverse event box; however, no information was provided to support that an adverse event occurred.